Event description:
Baxter 2l tpn bag leaked after compound at the center valve where a patient would connect to tubing. Discovered before leaving the facility. This is the second time this has definitively happened with the same lot number. Baxter was notified on the first event date of (B)(6) 2018 and will contact product surveillance for this event. All remaining bags of that lot number have been removed from stock.